Event description:
The pt was implanted with a saline on 5/10/96. On 5/30/96, the physician noted that the pt had developed an infection in her right breast. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.